Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient information is available for reporting. It is unknown if the device was fully implanted or explanted or if fragments were left behind in the patient. Device is not available for return. No information is available about the facility or facility phone number. Reporter is company representative. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from device synthes europe reports an event in (B)(6) as follows: it was reporting during a peek cranioplasty procedure five (5) 5mm screws broke during insertion into peek implant on (B)(6) 2018. It is unknown how the procedure was completed. It is unknown if fragments were left behind in the patient. Surgical delay and patient status is unknown. Concomitant devices: implant (part# unknown, lot# unknown, qty 1). This is report 2 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Photo's provided for reporting. Hospital name reported. Investigation summary: the available pictures show various unknown small broken screws. As per event information they were reported to be part # 04.503.105.01c / ti matrixneuro screws self-drilling 5mm and the complaint therefore is confirmed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Manufacturer narrative:
Additional narrative: event description clarification, concomitant device update. Additional product code: jey, gxr. Initial reporter title, name, facility, country code, 510k. Corrected data: product code, common device name. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a cranioplasty procedure on (B)(6) 2018, the screw heads of five (5) separate matrixneuro screws broke during insertion into the patient specific implant (psi) polyether etherkketone (peek) implant. The screw heads were retrieved and discarded. The broken screw shafts remain embedded in patient¿s bone. Surgery was completed successfully with no delay. Concomitant device reported: psi sd800.440 peek implant (part sd800.440, lot l715646, quantity 1).